Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Lack of information (unknown cause of separation between the two stent grafts). Conclusion: lack of information (unknown cause of separation between the two stent grafts).

Event description:
Two talent stent graft were implanted for the endovascular treatment of a thoracic aortic aneurysm, approximately 1 year ago. The index procedure aneurysm and vessel morphology was not reported. The current aneurysm and vessel morphology was not reported. It was reported that the patient was in for a routine follow up appointment. There was a separation type iii endoleak noted. The cause of the separation was unknown. A talent captivia proximal main was successfully implanted to treat the endoleak. The patient is fine and no additional clinical sequelae were reported. (Reference MFR report # 2953200-2011-01553).